Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation when an automatic output of the (B)(4) key occurred while navigating through the device and entering infusion parameters. The device was determined to not meet all product specifications related to the reported event. The 'keypad output is repeated' was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a repeated keypad output. There was no known patient injury or medical intervention associated with this event. No additional information is available.